Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with chest pain, but was not admitted at that time. A few weeks later the patient presented again with chest pain, fever and feeling shock from the device. A review of the device showed no tachycardia therapy from the device and no arrhythmias logged. The right ventricular (rv) lead trends showed that the r wave had decreased and the pace impedance measurements had also decreased. A low energy rv threshold test was done, and the patient had complained of extreme pain. Following this, all tachycardia and pacing therapies were turned off and an urgent rv lead reposition was completed. An rv lead perforation was confirmed upon the repositioning procedure. The lead was successfully repositioned and all therapies were turned back on. No additional adverse patient effects were reported.